Event description:
Ous MDR - after an implantation duration of 11 months it was reported, that the trend curve demonstrated multiple impedance increases to >3000 ohms.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually and electrically. During the analysis of the lead, it was detected that the insulation of the lead body was massively damaged by squashing about 52 cm distal of the is4 connector pin. The helix was fractured at that site, which was confirmed during the electrical analysis. This damage manifestation can with high probability be regarded as the cause of the clinical complaint. The observed damage manifestation requires an excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. The manufacturing process of this lead was examined. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.